Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The housing vent on the bottom housing was observed to be damaged on the device. Discoloration was observed through the top housing and the pcb was observed to be corroded through the bottom housing. Multiple internal components were observed to be corroded including the batteries, pcb, and mechanism rails. All three batteries were measured to have low voltages but were able to connect to the pdm after connecting the pod to a 4.5 volt power supply. The download data showed that the rotational sensor failed to transition from open to closed at a consistent interval, resulting in an 0x40 alarm, indicating rotational sensor maximum open count exceeded. A rerun was completed and the data showed that it did not replicate the 0x40 alarm but still showed rotational sensor malfunctions. The commutator cap was observed to be contaminated with fluid. The cracked housing vent allowed fluid ingress leading to the corrosion of multiple internal components as well as the low battery voltages. The fluid ingress contaminated the commutator cap leading to the rotational sensor failing to transition from open to closed at a consistent interval, resulting in the 0x40 alarm.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone15.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.